Event description:
It was reported that the rv lead was explanted and replaced due to loss of capture, low impedance and noise. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.